Manufacturer narrative:
Date sent: 10/31/2007. Non conforming crimp assembly and damaged articulation gear teeth. Eval summary: the analysis results found that the device was returned with the anvil in the close position and extended as the anvil crimp was noted to be insufficient. In addition the device was received with the articulation gear teeth damaged making the articulating mechanism non functional. No cartridge was received and no functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
The customer reports that during a procedure the device malfunctioned. A new device was used to complete the procedure. There was no patient consequence reported.